Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer was able to clear the alarm and able to rewind the insulin pump. The customer also reported that the displacement test was passed. The customer also reported that the pump error alarm was occurred during the load reservoir and fill tubing process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.